Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that once the power button was turned on to the light source, (B)(4), that all the fuses burnt out. It is unknown if there was any patient contact, injury or a surgical delay. Request for additional information has been sent.

Event description:
N/a.

Manufacturer narrative:
Failure analysis and determination of root cause cannot be determined due to the lack of information received to perform a complete investigation. A product sample was not returned to verify the complaint. The reported complaint is unconfirmed.